Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and the monitor board was replaced to resolve the problem. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal error occurred - system reset required" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.